Event description:
Procedure: hernia. Reportedly, the gray tab dislodged when the doctor tried to insert the scope into the instrument. Then the air seal leaked. A similar device was used to complete and there were no pt effects reported.